Event description:
Info received indicated when the brakes were activated the head end brake casters would not hold.

Manufacturer narrative:
Hill-rom tech found that the casters were worn. He replaced the casters and the bed functioned to design specifications.